Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call buttons are harder to push and have to be pressed multiple times to get them responded and had motor errors. Customer's blood glucose level was unknown at the time of incident. Customer stated the insulin pump had no delivery alerts and had low battery alert. The insulin pump will not be returned for analysis.